Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive for the reported balloon rupture issue. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 48522050 otw pta catheter allegedly experienced balloon rupture. This information was received from one source. The malfunction had patient involvement but the patient had no consequences. The patient was a (B)(6) male and his weight was not provided.